Event description:
The pump did not infuse while connected to pt. Everything seemed fine and the pump appeared to be infusing. However, when the pt was coming to, the facility found that none of the drug had infused. The drug involved and the programmed volume/rate is unk. The facility did not report a pt injury.

Manufacturer narrative:
The device has not been returned to the manufacturer to date. A follow-up report will be initiated if the device is returned for evaluation.